Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. A 4.5f 55cm non-bsc introducer sheath was used before the placement of a non-bsc guide wire. The 99% stenosed target lesion was located in the moderately tortuous left anterior tibial artery. The calcification of the vessel is unknown. The physician advanced the 2x150x150 sterling otw balloon catheter to the target lesion. During the first inflation the balloon burst at 6atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.